Manufacturer narrative:
The device was returned to (B)(6). The product was received for an evaluation. (B)(6) nc report (B)(4) states the customer used the device for an off-label amount of time. Per the IFU, the application duration is limited to 6 hours. A device and lot history record 3000009934 review was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4). Patient was successfully switched to the new complete circuit and flow was re-established without difficulty. The circuit with quadrox oxygenator was saved for return to maquet for evaluation. They attempted to discover if the oxygenator was clotted, the patients inr was 5.7, by running water through the circuit no clots were visualized anywhere in the circuit or oxygenator. When they ran water into the venous side of the oxygenator the water would not move across the membrane they opened stopcocks on both the arterial and venous sides trying to get fluid to move through but were unsuccessful.

Event description:
The customer reported that the maquet ecls pack and centrimag centrifugal pump was used to place a patient on ecls today at 0700. Circuit primed well and patient was placed on ecls without difficulty. Cannulation with maquet hls cannulas 15 fr arterial in femoral artery 23 fr venous in jugular vein. Flow initiated at 4 lpm without difficulty. At approximately 4pm this afternoon the patient was volume replenishment flow was attempted to be resumed at 4 lpm and clinicians were unable to attain the desired flow several attempts were made but flow could not be obtained an actually was diminishing even though the centrimag pump flow was being increased. Flow fell below 2 lpm and perfusion was unable to re-establish with current circuit. Centrimag pump was changed out but flow was still not attainable. The decision was made to change out the whole circuit a completely new one, was obtained primed without difficulty and attached to centrimag pump.